Event description:
On 2/22/96 a 78-yr-old pt admitted to ccu requiring external pacing for chb asystole. Pacer pads on ma80 rate 50 with good capture. Pt with few intrinsic heart beats. External pacer in demand mode. Admitted at 1600. At 1637 pacer with inappropriate sensing/firing with hr low 30's. Pacer rate 70 ma, 150 requiring more than 2 minutes to obtain capture at rate 50/min. At 1647 pt went into vt/vf. Nurse immediately pressed charge button to charge to 200 and machine completely turned itself off. Main power turned back on, charge attempted and unit again powered down a total of 4 times. CPR was performed with temporary resuscitation of pt. Pt continued to have lethal bradyarrhythmias. Another external pacer was obtained from local ems and placed on pt with appropriate sensing/firing/capturing noted. Pt continued to have frequent episodes of life-threatening arrhythmias. External pacer placed back on pt with rate 50 ma 80, radial pulse 17. Paced beats not perfusing. Ma 150 rate 100. Pacer firing at only 70-80 xmin. Ma gradually with good capture but rate fluctuated from 35-up to set rate but never fired at appropriate rate. At that point another inhouse external pacemaker was located and pt placed on it with rate 60, ma 84, good capture. Pt maintained on external pacer until she expired some 4 - 4 1/2 hours later. Unit at no time was operating on battery power but was plugged into electrical outlet.